Event description:
Complainant alleged that during biomed testing, the device's display showed horizontal lines and was not legible. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.